Manufacturer narrative:
Visual inspection showed that the top case was chipped and cracked. The bottom case also had contamination. In addition, there was a motor rate error in the history. The customer's reported problem was confirmed and attributed to normal wear, as the device was 12 years old. The following components were replaced: chipped and cracked top case; bottom case; cracked right plunger case; loose clutch (left and right with leadscrew and spring as a preventative measure.). Installed cable guard. After the above replacements were made, the device passed functional and delivery tests. The device history review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Event description:
It was reported that medfusion 3500 pump history showed a motor rate error. The device was returned to the manufacturer for repair. No death or serious injury was reported in connection with this incident.